Event description:
It was reported that the right ventricular (rv) lead thresholds were high, and the physician elected to attempt to place a new rv lead. Due to vein occlusion, the physician was unable to get the new rv lead down the patient's vein into the heart. The physician decided to program the device to left ventricle only pacing and use the existing rv lead as a shocking lead only. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.